Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the camera cart monitor shut off while navigating but then rebooted on its own. Technical services (ts) guided the manufacturing representative (rep) through battery test. Both main and camera cart batteries were at 100% while system was plugged into wall power. Upon disconnecting from wall power, main cart battery dropped to 80% and camera cart battery dropped to 89%. After 3 minutes, main cart battery was at 75% and camera cart battery was at 85%. After 5 minutes, main cart battery was at 70% and camera cart battery was at 80%. Batteries appeared to be functioning as intended. During call, the rep reported that when the monitor "shut off", a message appeared reading "pcoip not connecting." Rep reported that camera was still connected because it was still tracking instrum ents. There was no delay in the procedure and no impact on patient outcome. Additional information was received. It was reported that during troubleshooting the rep was unable to replicate the issue while on site and confirmed all normal light emitting diodes (led). Only the camera cart monitor went black, then pcoip loading screen, and then went back to the normal navigation page within 40 seconds of the issue happening. Ts suspected the pcoip rebooted itself intermittently.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version#: 2.1.0, product ID: 9735779, product ID: 9735796. H3, h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a0902 - screen went black a0719 - monitor shut off a1102 - error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed. There were 2 application session logs present of the issue date. Sessions recorded that the site performed the spinalfusion procedure and progressed up to the navigation task and used o-arm auto registration. During these sessions, the site successfully completed 2 o-arm spins. Logs did not capture any personal computer over internet protocol (pcoip) error and disconnection issue as camera cart connection status was connected throughout both the sessions but sessions did capture few infrared interference warning messages for the tools. Moreover, logs did not capture any segfault, core file, graphics processing unit (gpu) crash, database corruption, ungraceful shutdown, ups or battery issue or any other abnormalities related to the reported behavior which might have caused the reported issue. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the cable, lot number: 190814, was returned to the manufacturer for analysis. The returned cable had no physical damage and passed a continuity test with no opens or shorts detected. No problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. H3, h6: the pciop, lot number: 7yba6px1b03, was returned to the manufacturer for analysis. Unit functioned as intended. No software resets found in the logs. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.